Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. The field service engineer replaced controller to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system was offline and drawer failed.the customer added that they were able to get medication from another station.however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b4 - corrected date of this report.